Manufacturer narrative:
Device received in a condition which made analysis impossible. The inv. Lab was unable to complete testing due to the returned strips being previously dosed with blue liquid residue.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 188 mg/dl (instant system) and 100 mg/dl (lab).